Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to perform occlusion, excessive no delivery, and unexpected restart test due to constant motor error alarm during bolus delivery. All operating currents are within the specification, no unexpected low battery or off no power alarm was noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer had some motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment.